Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyroidectomy left: "dr. (B)(6) performed a thyroidectomy left using the second eb030. Hemostasis was not sufficient enough after sealcycle was finished. Tissue was still bleeding. It started after approximately 3 times activating the device. Sealcycle was completed, no alarms, no other instruments nearby, no other co-morbidities of patient, jaw was clean. This was the second handpiece which caused insufficient hemostasis." Additional info received per email on 25-01-2017: it appears throughout the whole procedure, starting at the beginning. So it were smaller en bigger vessel types and sizes. It was a thyroid procedure (so in the neck area) additional information received from sales rep 17 january 2017: the handpiece was very sticky patient status: no patient injury

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. During visual inspection, engineering observed eschar and blood in the blade channel of the device. During functional testing, engineering sealed on 10 sample vessels and concluded that the device performed to specifications after all samples were sealed to within an acceptable burst pressure range. As such, engineering was unable to replicate the event and determined that the device functioned as intended. Although the exact root cause of the event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information was requested and received.